Manufacturer narrative:
An event regarding crack/fracture involving a x3 triathlon cs insert #3 9mm was reported. The event was confirmed. Pictures of the insert showed that part of the device was worn down and a section had fractured off. Other evaluations were not performed as no devices were returned. The reported event involves the fracture of the patient¿s insert, pain, and instability. The exact cause of the event could not be determined because further information such as x-rays, the primary operative report, patient history, and follow-up notes were not received. This information is needed to complete the investigation for determining the exact root cause.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total knee arthroplasty on (B)(6) 2007. It is alleged that in (B)(6) 2012, the patient experienced the onset of sharp knee pain and diagnostic studies did not revealed the cause of her pain. It is further alleged that the patient was revised on (B)(6) 2014 at which time the doctor discovered the polyethylene insert had fragmented.

Manufacturer narrative:
An event regarding crack/fracture involving a x3 triathlon cs insert #3 9mm was reported. The event was confirmed. Pictures of the insert showed that part of the device was worn down and a section had fractured off. Other evaluations were not performed as no devices were returned. Medical records received and evaluation not performed as no medical records were provided. A review of the device history records could not be performed as the lot information is unknown. Complaint history review could not be performed as the lot information is unknown. The reported event involves the fracture of the patient¿s insert, pain, and instability. The exact cause of the event could not be determined because further information is needed.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total knee arthroplasty on (B)(6) 2007. It is alleged that in (B)(6) of 2012, the patient experienced the onset of sharp knee pain and diagnostic studies did not revealed the cause of her pain. It is further alleged that the patient was revised on (B)(6) 2014 at which time the doctor discovered the polyethylene insert had fragmented.

Manufacturer narrative:
The information in this report was provided by (B)(4). No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total knee arthroplasty on (B)(6) 2007. It is alleged that in (B)(6) 2012, the patient experienced the onset of sharp knee pain and diagnostic studies did not revealed the cause of her pain. It is further alleged that the patient was revised on (B)(6) 2014 at which time the doctor discovered the polyethylene insert had fragmented.